Event description:
It was reported that the ventricular lead exhibited no capture and a decrease in impedance. An x-ray showed a possible insulation fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.